Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Blank display due to missing battery tube spring. Unable to verify motor error alarm or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Motor passed motor test. The insulin pump had cracked case at display window corners, belt clip slot and minor scratched display window.